Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display and battery out limit alarm. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. "Customer was performed self test and it did not passed." Customer stated display returned and also insulin pump had battery failed alarm. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, off no power test and all operating currents tested within the specific range. No unexpected low battery alarm, failed battery test or blank display were noted. However corroded battery cap contact noted.